Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked case at display window corner and cracked reservoir tube lip. Unit had moisture damage on lcd screen. (B)(4).

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated ocean water may have entered the device while at the beach. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 102 mg/dl at time of reporting. Nothing further reported.